Event description:
On 10/07/2021 it was reported by a sales representative via sems that an ar-6480 dw pump was working intermittently. This was discovered during use in a procedure, there was no additional information provided. Ts: swapped power cords and ports and the issue persisted.

Manufacturer narrative:
The complaint is not confirmed. The unit passed all tests, and no failure was observed.